Manufacturer narrative:
New information: mentor received additional information indicating that the product catalog number is 3501650 and the lot number is 5610900. The additional information also indicated that the patient underwent bilateral removal of implants. Device evaluation summary: it was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 325cc and experienced deflation on the right breast implant. The deflation was diagnosed during physical examination. As a result, the patient underwent bilateral removal of implants on (B)(6) 2018. The device was returned to mentor without fluid inside. Yellow material was observed within the device. During evaluation a rent was observed within a crease on the posterior aspect, measuring approximately 0.2 cm. No other anomalies observed. Complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The product evaluation (pe) team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record (DHR) of lot number 5610900 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a saline mentor of unknown type and experienced deflation on the right breast implant. The deflation was diagnosed during physical examination. As a result, the patient will undergo removal of the implant on (B)(6) 2018.